Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition is unknown.

Event description:
Patient whom a recall product was used for. Primary surgery: (B)(6) 2011. Revision surgery: distal screw was broken on (B)(6) 2011 and the surgeon replaced it with dynamic screw. Second revision: all dynamic screws were removed on (B)(6) 2013 due to breakage of screws and plate was implanted. Third revision: the patient was replaced the plate with ilizarov external fixation on (B)(6) 2014 due to breakage of plate. And staphylococcus was detected from cultured cicatrix of the bone. The comment of the surgeon; this event has a low potential for the product.

Manufacturer narrative:
The evaluation revealed the k-wire to be the primary product. No information was available regarding whether the broken implants are stryker devices; the cases were reported in relationship to the recall. Because there is no evidence that the broken implants are stryker devices no complaints were initiated for the broken implants. Therefore this investigation will only contain the reported infection. No deviations were found during review of the manufacturing and inspection documents (DHR). The k-wire was documented as faultless prior to distribution. The customer reported that the complained k-wire is part of pfa 2015-172; the pfa specialist confirmed this, the k-wire is part of the pfa. Furthermore, the customer reported that an infection occurred and the causing germ is a staphylococcus. This kind of germ was already evaluated by a hcp in previous complaints: (B)(4): ¿it can be concluded with absolute certainty that the reported hospital pathogen ¿staphylococcus epidermidis¿ did not originate from the originally packed implants reported, but was rather caused by poor hygiene in the hospital.¿ (B)(4): ¿the present statement is a general statement concerning infection complaints regarding stryker devices: the stryker implant has been delivered in sterile condition a respective statement [¿clinical opinion on the potential risk of infection caused by sterile (gamma sterilization or eo sterilization) packed stryker implants and instruments¿] concerning contamination of sterile stryker devices is attached. In the case of a clinically manifest infection, in which any sterile packed stryker device was involved, dqf 13-003 shall be filled by the hospital (or exceptionally by the sales rep) due to formal reasons. If there are no obvious events, which may be caused in the field of responsibility of stryker, stryker shall decline all responsibility in general because the probability that a contamination of the sterile packed devices has been caused in stryker¿s sphere of influence is negligible. [¿] a relationship to the reported infection can be excluded; (B)(6) was confirmed by the user.¿ due to the hcp evaluation and the customer comment ¿in this case, I don¿t think the k wire was cause of infection¿ a relationship between the infection and the k-wire can be excluded. Most likely the infection was caused by insufficient hygiene within the hospital responsibility; a deeper investigation according to procedure (B)(4) handling of infection complaints is not necessary. No non-conformity was identified.

Event description:
Patient whom a recall product was used for. Primary surgery: (B)(6) 2011. Revision surgery: distal screw was broken on (B)(6) 2011 and the surgeon replaced it with dynamic screw. 2nd revision: all dynamic screws were removed on (B)(6) 2013 due to breakage of screws and plate was implanted. 3rd revision: the patient was replaced the plate with ilizarov external fixation on (B)(6) 2014 due to breakage of plate. And staphylococcus was detected from cultured cicatrix of the bone. The comment of the surgeon; this event has a low potential for the product.